Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and found the flexvision pc was not booting up and displaying post error code. The review of system log files showed malfunction of flexvision pc. For further inspection, the fse contacted philips national support specialist (nss), who recommended to replace the flexvision pc. The supplier's part analysis of defective flexvision pc has determined that the unit failed to post with beep code. To resolve the issue, the fse replaced the flexvision pc and downloaded the software to table side tsm, since the flexvision switching was not available. The fse performed functional tests, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot and causing it to stall at 00.00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.